Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise and high pacing impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no insulation anomalies on the rv lead. No intervention was performed and the patient was stable and will continue to be monitored.